Manufacturer narrative:
Testing and x-ray found that the cathode coil (inner coil) is fractured at the distal end of the terminal pin. Based on the necking down of the coil, this is most likely the result of trying to extend the helix.

Event description:
Boston scientific received information that this brady lead was attempted at implant. During implant, the helix would not extend, so the lead was removed and another lead was successfully implanted. No adverse patient effects were reported.